Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that no insulin exited the cartridge tubing during fill tubing. Customer's blood glucose was 339 mg/dl. A new cartridge was loaded to address the event, drops exited the tubing, and insulin delivery was resumed.